Event description:
It was reported that regarding a trial patient it was noted there was no stimulation. The patient started her interstim trial on friday. The patient thought one of the wires came out of her back. No falls or trauma were noted and no wires were hanging. When the patient increased the stimulation nothing happened. The patient was seeing a blinking green light on the screener and she was feeling nothing. The stimulation stopped last night. Patient services asked the patient to turn the stim all the way off, leave it off for 30 seconds and slowly turn it back on. The patient increased to 10 and still felt no stimulation. The patient had not called the hcp (healthcare provider's) office, but planned to put in a call. It was noted that the manufacturer's representative called the patient and all was well.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
Follow up information reported that the patient had accidently pulled the leads out and that there were no malfunctions. The patient was scheduled to the advance test stage 1 phase and was implanted on (B)(4) 2013. If additional information is received, a follow up report will be sent.